Event description:
Noise reported on the rv channel of this lead beginning (B)(6) 2022, seen in recordings on hmsc. The short rv interval count had trended at 0 until (B)(6) 2022 when it trended up and has remained greater than 100 since (B)(6) 2022. The rv pacing threshold had trended low at 0.4v for over a year. A full lead evaluation was recommended including postural and isometric testing. The patient reported no major events (falls, car accidents, procedures) recently. Lead remains implanted. No adverse events reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
On (B)(6) 2022, lead was explanted upon receipt, the lead under complaint was found cut 14 cm and 19 cm distal to the is-1 connector pin (into 3 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragments. In particular, between 9 cm and 8 cm proximal to the lead tip the insulation was found rubbed through which is assumed to be the root cause of the reported clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(6) 2022 lead was explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.